Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; the battery cap is damaged and there is a crack in the battery compartment after the patient slipped an fell while wearing the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 05-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad. The returned battery cap was found to be undamaged and able to properly secure/detach from a test pump. The battery cap contact height and width measurements were found to be within specification. The original complaint of a damaged battery cap was unable to be duplicated. The original complaint of a cracked/damaged battery compartment was confirmed.